Event description:
The fe reported that the system would not restart (no boot). This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.